Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b1, b5, d1, d2, d4, d6b, g4, h4, h6.

Event description:
Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
E1. Zip code continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, migration.

Event description:
Healthcare professional reported right side "double bubble," and "malpositioning." Healthcare professional later reported "rupture" confirmed via ultrasound. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Sales representative on behalf of healthcare professional reported "double bubble," "mal-positioning" and "rupture" confirmed via ultrasound. Healthcare professional later reported capsular contracture. Record is for right side. Device has been explanted.